Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon performed a revision of patient's right knee. As reported by rep: "patient needed an [irrigation] and [debridement] with liner exchange."

Manufacturer narrative:
An event regarding unspecified revision involving an unknown insert. The event was confirmed by a revision implant sheet. Device evaluation and results: not performed as product was not returned medical records received and evaluation: not performed as no medical information was provided. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for the revision, product details (catalogue and lot details), product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that surgeon performed a revision of patient's right knee. As reported by rep: "patient needed an [irrigation] and [debridement] with liner exchange."